Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01203. It was reported during a trial lead procedure on (B)(6) 2017, the patient had a cerebrospinal fluid (csf) leak. As a result, the patient developed a symptomatic headache. The patient was instructed by the physician to remain flat as possible and drink plenty of caffeine. The physician successfully implanted 2 leads and the patient's painful areas were covered. Additional information revealed the patient's headache has resolved. The patient's trial procedure was a success and the patient may undergo additional intervention for a permanent implant.